Manufacturer narrative:
The user facility report (ufr) to the national authority was the only source of information. This ufr further describes that the hospital engineer immediately checked the affected device and after disassembling and cleaning of the anesthesia/breathing circuit, the device's functionality was restored, i.e. Problem resolved and the surgical procedures was resumed. The manufacturer concludes that, due to the very limited information available, no in-depth investigation can be done. The provided information suggests that a leakage in the breathing/hose system occured during anaesthesia, which was detected and indicated/alarmed by the device. It can also be assumed that most probably an unintended disconnection or a leaking connection in the hose system (i.e. Hoses, y-piece, filters, etc.) Occured - may be caused by movement/forces on the breathing system - e.g. By re-positioning of the patient or the entire workstation. Finally, the manufacturer concludes that the provided information does not necessarily indicate a device malfunction but was most probably related to an unintended use error - leaking connections are known use/application risks and are monitored by the device - which detected and alarmed the situation as specified.

Event description:
It was reported that during use on a patient, the anesthesia workstation triggered a "gas leak" alarm and that ventilation was significantly impaired. Reportedly the observed malfunction caused a delay in the patient's surgery, disrupting the originally scheduled surgical procedure but no injury occured to the patient.